Event description:
The customer reported that mid-way through a vaginal hysterectomy case, the jaws of the device would not re-open while the device was applied to tissue. The surgeon reportedly tore the device from the tissue, causing some tissue damage and an unk amount of bleeding. The pt's current status is unk.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.